Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on spinal cord stimulator (scs) lead. It was noted that there was a lead fracture, however, this was not confirmed through an x-ray. The patient underwent a procedure wherein the lead was replaced. The patient was doing well postoperatively, and the explanted device will not be returned as it was kept by the medical facility.